Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
A vague report was received of syringe module rate inaccuracy using a 1 ml syringe. No patient event was reported, and although requested, no devices were sequestered.